Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient was entered and after the guide wire was sent, during the withdrawal of the guide wire, it was noticed that the wire came out in a spiral and was attached to the tissue, while trying to remove the wire under the guidance of the cvc specialist, the wire was broken and the remaining part was removed under operating room conditions by taking a chest radiograph for the location of the remaining part.". It was reported venography showed the guidewire was outside of the vessel. The part of the guidewire stuck in muscular tissue was extracted under local anesthesia. The patient's condition was reported as "critical, intubated" unrelated to the device. The patient was critically ill and admitted to ICU before the catheter placement procedure.

Manufacturer narrative:
Qn#(B)(4). The complaint of guidewire separated was able to be confirmed based on evaluation of customer supplied photos. The customer provided six photos for analysis and the first photo revealed the lidstock while photos 2-5 revealed an unravelled and separated guidewire in and out of the patient. The x-ray photo revealed that the guidewire separated and was remaining in the patient, as reported. Conclusions cannot be made about the cause of the damage to the guidewire based on the photos alone. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested. Do not apply undue force on guidewire to reduce risk of possible breakage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the patient was entered and after the guide wire was sent, during the withdrawal of the guide wire, it was noticed that the wire came out in a spiral and was attached to the tissue, while trying to remove the wire under the guidance of the cvc specialist, the wire was broken and the remaining part was removed under operating room conditions by taking a chest radiograph for the location of the remaining part.". It was reported venography showed the guidewire was outside of the vessel. The part of the guidewire stuck in muscular tissue was extracted under local anesthesia. The patient's condition was reported as "critical, intubated" unrelated to the device. The patient was critically ill and admitted to ICU before the catheter placement procedure.